Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it was deployed. The analysis of the returned components: body of the device, lever, foot, guide and sheath found no damage that would have contributed to the reported difficulty of suture came away from the patient experienced during knot tightening. The components were observed normal for a deployed device. Based on the limited returned components the complaint of a failure to deploy the suture could not be confirmed. The report of the knot coming out of the arteriotomy while tightening with the knot pusher knot can be influence by numerous factors that include but are not limited to: manufacturing, incomplete or partial tissue captured (as reported), quick, jerky motion to apply tension vs. Pulling coaxial to the suture trimmer, use of the incorrect (white) suture limb to advance the knot, which may cause the knot to tighten prematurely above the arteriotomy. To prevent this type of event, the user should use slow, constant, and increasing tension and keep the suture limbs coaxial at all times. Based on the analysis of the device, inspection criteria and reported information, the failure to deploy the suture experience appears to be related to the operational context during use of the device. No manufacturing or quality inspection issue was detected. A review of the finished device history record did not reveal any relevant non-conforming material records associated with this lot. There does not appear to be any indication of a lot specific product quality deficiency. In addition, a query of the complaint-handling database was performed and there have been no previous incidents reported for failure to deploy suture for this lot. To help ensure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of an unspecified femoral vessel after an unspecified procedure. Reportedly, the device seemed to deploy normally but when the physician tried to push the knot down, using the knot pusher, the suture came away from the patient. The physician indicated that it felt like it did not have enough tissue captured. Hemostasis was achieved using an unspecified method. There were no adverse patient effects reported. Though requested, no additional information was provided.